Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve bed is defective. Additional malfunctions are the tie wrap and clamp were installed.